Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg. Effective stimulation was established post-operatively.

Event description:
Follow-up identified the patient was able to charge the ipg; however, the ipg was holding charge for a short period of time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation and was unable to communicate with the ipg using the charger. Surgical intervention is planned to address the issue.